Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user wears a 2 pc hollister convex with an (B)(6) cohesive seals small size 2. It is also reported that end-user inquired about product ingredients and if they could be the cause of the allergy. End-user was advised that ingredients can be provided to his physician upon request. Case was evaluated on (B)(6) 2014 by quality based on the review of quality records which showed no issues with this lot number. Further investigations will be completed upon receipt of a sample. Trends will be monitored by the complaints committee. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.

Event description:
It is reported that end-user developed a red; itchy rash in the right groin and the right flank area about 6 to 8 weeks ago. It is also reported that end-user has seen a dermatologist who felt the rash was allergic in nature and was prescribed a course of prednisone. As a result of this treatment, end-user states the rash cleared up for about 2 weeks but since he went off the prednisone the rash has returned. Lastly, end-user reports that he has a f/u doctor's appointment today.